Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in a 41-year-old female patient who had essure (batch no. A57123) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 (22dec1994, 26jul1996, 02oct1999 and (B)(6) 2005), alcohol use and endometrial hyperplasia. Concurrent conditions included obesity, bleeding menstrual heavy, constipation, smoker, caffeine consumption, offensive vaginal discharge, urinary frequency, fever, dysuria, low back pain and urinary tract infection. Concomitant products included medroxyprogesterone acetate (depo provera) in 2013 and oral contraceptive nos for birth control as well as vitamins nos (macro-b). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced abdominal pain lower ("cramping"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("vaginal bleeding / abnormal bleeding vaginal"), heavy menstrual bleeding ("menorrhagia / abnormal bleeding menorrhagia") and migraine ("migraine headaches"). On an unknown date, the patient experienced genital haemorrhage ("persistent bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, dysmenorrhoea, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding and migraine outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight: 185 lbs (83.9 kg). Patient denied any complications or problems that occurred at the time of her essure placement procedure. Medical records: essure coils were placed in bilateral tubal ostia without complications, 3 coils exposed on right 5 coils exposed on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: tubes were blocked. (B)(6) 2012 : bilateral screening digital mammogram : findings: there are scattered fibroglandular densities (11 %- 51% fibroglandular). No significant masses, calcifications or other abnormalities are seen. Impression: negative, no evidence of malignancy. Normal interval follow-up is recommended in 12 months. (B)(6) 2015 : pelvic ultrasound record : history of pelvic surgeries. Comments: recommend increased bowel care, with fiber and stool softeners. Impression: uterus wnl. 1.44cm endometrium both ovaries appear wnl. Bilateral adx wnl. Prominent bowel noted. (B)(6) 2015 : pelvic ultrasound record : history of pelvic surgeries. Impression: thickened endometrium, 1.2cm. Uterus otherwise wnl. Left ovary wnl. Right not seen due to bowel and body mass index. Bilateral adx unremarkable (B)(6) 2015 : complete transabdominal and endovaginal pelvic ultrasound : history: pelvic pain findings: the uterus measures 11.8 x3.6 x 5.0 cm and is of heterogeneous myometrial echotexture. An echogenic area anteriorly in the lower uterine segment is probably related to a c-section scar. No fibroids seen. The endometrial stripe appears homogeneous throughout and measures 11mm. The right ovary measures 2.9 x 2.8 x 2.5 cm. The right ovary is only seen transabdominally and there is a 2.2 cm simple cyst/follicle in the right ovary. The left ovary is not visualized. No adnexal mass is seen. Impression: enlarged, diffusely heterogeneous uterus without a focal lesion. Suboptimal visualization of the right ovary. Non visualization of the left ovary. No adnexal mass is seen. (B)(6) 2016 : pathology report : diagnosis: proliferative endometrium gross description: 1. Container, formalin-filled, labeled with patient identification. Emb: received are fragments of hemorrhagic tissue and material aggregating to 2.6 x 1.4 x 0.3 cm. Submitted en toto in cassette (B)(6) 2016 : complete transabdominal and endovaginal pelvic ultrasound : history: pelvic pain findings: the uterus measures 10.1 x 3 .4 x 4.6 cm and is of normal echotexture. No focal masses seen. The endometrial stripe appears homogeneous throughout and measures 4 mm. The right ovary measures 1.2 x 0.5x 0.8 cm. The left ovary measures 2.1 x 1.4 x 3.0 cm. The ovaries have normal echogenicity and normal color doppler flow. No adnexa l mass no free fluid is seen. Impression: negative pelvic ultrasound. Concerning the injuries reported in this case, the following ones were described in patient¿s pfs: pelvic pain (confirming pelvic pain), headache (confirming severe headaches), menorrhagia (confirming excessive and frequent menstruation / menorrhagia), dysmenorrhoea (confirming pain with menses/ dysmenorrhoea). Concerning the injuries reported in this case, the following one was confirmed in patient¿s media records: pelvic pain. Lot number: a57123 manufacturing date: 2012-10 expiration date:2015-10 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-jun-2021: quality safety evaluation of product technical complaint. (Ptc) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain/ pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. A57123) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 ((B)(6)), alcohol use and endometrial hyperplasia. Concurrent conditions included obesity, bleeding menstrual heavy, constipation, smoker, caffeine consumption, offensive vaginal discharge, urinary frequency, fever, dysuria, low back pain and urinary tract infection. Concomitant products included medroxyprogesterone acetate (depo provera) in 2013 and oral contraceptive nos for birth control as well as vitamins nos (macro-b). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced abdominal pain lower ("cramping"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding / abnormal bleeding vaginal"), heavy menstrual bleeding ("menorrhagia / abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage ("persistent bleeding"). The patient was treated with surgery (tlh, b-s). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, migraine, headache and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight: (B)(6) lbs. Patient denied any complications or problems that occurred at the time of her essure placement procedure. Mr- essure coils were placed in bilateral tubal ostia without complications 3 coils exposed on right 5 coils exposed on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: tubes were blocked. On (B)(6) 2012 : bilateral screening digital mammogram : findings: there are scattered fibroglandular densities (11 %- 51% fibroglandular). No significant masses, calcifications or other abnormalities are seen. Impression: negative, no evidence of malignancy. Normal interval follow-up is recommended in 12 months. On (B)(6) 2015 : pelvic ultrasound record : history of pelvic surgeries. Comments: recommend increased bowel care, with fiber and stool softeners. Impression: uterus wnl. 1.44cm endometrium both ovaries appear wnl. Bilateral adx wnl. Prominent bowel noted. On (B)(6) 2015 : pelvic ultrasound record : history of pelvic surgeries. Impression: thickened endometrium, 1.2cm. Uterus otherwise wnl. Left ovary wnl. Right not seen due to bowel and body mass index. Bilateral adx unremarkable on (B)(6) 2015 : complete transabdominal and endovaginal pelvic ultrasound : history: pelvic pain. Findings: the uterus measures 11.8 x3.6 x 5.0 cm and is of heterogeneous myometrial echotexture. An echogenic area anteriorly in the lower uterine segment is probably related to a c-section scar. No fibroids seen. The endometrial stripe appears homogeneous throughout and measures 11mm. The right ovary measures 2.9 x 2.8 x 2.5 cm. The right ovary is only seen transabdominally and there is a 2.2 cm simple cyst/follicle in the right ovary. The left ovary is not visualized. No adnexal mass is seen. Impression: enlarged, diffusely heterogeneous uterus without a focal lesion. Suboptimal visualization of the right ovary. Non visualization of the left ovary. No adnexal mass is seen. On (B)(6) 2016 : pathology report : diagnosis: proliferative endometrium. Gross description: 1. Container, formalin-filled, labeled with patient identification. Emb: received are fragments of hemorrhagic tissue and material aggregating to 2.6 x 1.4 x 0.3 cm. Submitted en toto in cassette on (B)(6) 2016: complete transabdominal and endovaginal pelvic ultrasound : history: pelvic pain. Findings: the uterus measures 10.1 x 3 .4 x 4.6 cm and is of normal echotexture. No focal masses seen. The endometrial stripe appears homogeneous throughout and measures 4 mm. The right ovary measures 1.2 x 0.5x 0.8 cm. The left ovary measures 2.1 x 1.4 x 3.0 cm. The ovaries have normal echogenicity and normal color doppler flow. No adnexa l mass no free fluid is seen. Impression: negative pelvic ultrasound. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: pelvic pain (confirming pelvic pain), headache (confirming severe headaches), menorrhagia (confirming excessive and frequent menstruation / menorrhagia), dysmenorrhoea (confirming pain with menses/ dysmenorrhoea ) concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2021: the case becomes serious incident. Mr received. Reporter information , date explanted, other relevant history added and product removal details updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.